Manufacturer narrative:
(B)(4) date sent to FDA: 08/30/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open ventral hernia repair procedure and mesh was implanted. The patient developed burning pain of the left upper leg and a cyst in her abdomen to the right of the incision. The cyst was first diagnosed in 2014 by ultrasound, but in early 2016 the cyst grew inward and changed. On (B)(6) 2016, the patient was seen in the emergency department because of irritation, redness, and pain at the site of the cyst. The patient was prescribed oral antibiotics in the emergency department and followed up with a surgeon who had planned to remove the cyst. At an office visit on (B)(6) 2016, the surgeon made a superficial incision in the cyst and removed a thick, green stitch. The incision was closed with a few stitches and the patient plans to follow up with the surgeon. No additional information was provided at this time.